Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated post-op check upon device interrogation, high hv lead impedance was observed. When the pocket was opened, the lead pin pulled right out without adjusting the set screws. All the pins were disconnected and the lead was tested normal via pacing system analyzer. The lead was reconnected to the device, and all measurements were within specifications. Patient was fine after the procedure.